Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call reservoir leak. Customer's blood glucose level was 300 mg/dl. Customer advised the reservoir leak resulted in higher than usual blood glucose levels. Customer declined to troubleshoot for reservoir leak and was advised replacement reservoirs would be sent out.